Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. A review of the logs showed no errors. Additionally, the instrument was found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.411" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The instrument was removed and a backup instrument was used to proceed. The procedure was completed with no reported injury.